Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
During a follow-up, post-paced t-wave oversensing (pptwos) and fusion episodes were observed on the device. Technical support was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable with no consequences.